Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2022-00218. A facility reported that the locking mechanism on the mayfield ultra base unit (a2101) was faulty and came loose during an unspecified case, dropping the patient's head. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - the investigation of the returned device showed that the shock cushion had moved forward in the handle and was impeding the handle from closing and holding properly. The units 6-inch transitional member was replaced due to worn teeth. The shock cushion, ¼ inch pin, and adjustment wrench were replaced from being worn. Root cause - the complaint is confirmed via inspection of the unit. The unit is beyond integra¿s 7 years recommended life cycle (manufactured 2004) and required replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.